Event description:
Pt was implanted with a depuy knee on (B)(6), 2008 by dr. (B)(6). About a month later, pt began experiencing the following symptoms: pain, swelling in the knee, pain in the back to the great toe, numbness in the great toe, nerve damage, blood clots in the groin are of, clots in the lungs, injury and lots of scar tissue. Pt was hospitalized for clots and a filter was placed in her and has never been taken out. She was placed on coumadin with weekly monitoring of her blood. Revision surgery was done of (B)(6) 2011, with a new zimmerman knee by dr. (B)(6) who stated that the explanted depuy knee was defective with loose screws, components popping out and very unstable. Pt is currently under pain management.